Manufacturer narrative:
Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was diagnosed with (B)(6). At this time no corrective action has been taken and the device remains implanted.